Event description:
It was reported to philips that there was no function from pedals due to a suspected connection issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service identified that the pedals were working again and scheduled a follow-up for replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).